Event description:
During a hand procedure, the surgeon was drilling and the drill bit broke. Surgeon used another drill bit and it also broke. All pieces of one drill bit were removed but the tip of the other drill bit remains in the pt. Procedure was completed.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.